Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) expired during a computed tomography (CT) scan. The device was interrogated post-mortem and two episodes had been recorded during the time of the CT scan. The electrograms from these episodes could not be read as they were overwritten. No other information was available.